Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A radiograph was provided and reviewed by a health care professional. As the complaint is infection related the x-ray did not enhance the investigation. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a first stage revision of the left total hip arthroplasty approximately 1 month post implantation due to a bacterial infection. All components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1064 ¿ ceramic taper ¿ 3064989, 650-1055 ¿ ceramic head ¿ 2020011173, 47249009700 ¿ tear drop guide wire ¿ 65316177, 166069 ¿ arcos screw ¿ 6828663, 166069 ¿ arcos screw ¿ 7032015, 166070 ¿ arcos screw ¿ 6970413, 166068 ¿ arcos screw ¿ 7053131, 166067 ¿ arcos screw ¿ 7197916. Report source: australia. Product will not be returned to zimmer biomet for the investigation as the product was discarded. The investigation is in process. Once the investigation as been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00091, 0001825034 - 2023 - 00092, 0001825034 - 2023 - 00093, 0001825034 - 2023 - 00094, 0001825034 - 2023 - 00095, 0001825034 - 2023 - 00096, 0001825034 - 2023 - 00097.